Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), e1: initial reporter city, h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml all-in-one container leaked. This was observed in the pharmacy. The leak was further described as from the "injection port, the smallest and leftmost port, originating at the junction of the clear plastic neck and white rubber cap." The injection port was not used or manipulated at all during the compounding process (used the right most fluid pathway) and there were no loose components. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.